Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that patient experienced an infection at the ipg site and lead site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered an antibiotic wash to address the issue.